Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that no bolus information was recorded in the pump history for three days. All other bolus information from outside of those three days was recorded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the original complaint could not be duplicated. The pump booted to the verify screen with audio and vibration features. The pump was exercised for 24 hours with no errors, alarms, or warnings emitted. The keypad responded properly. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. Unrelated to the complaint, the pump case was damaged.